Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause of malfunction: user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The husband is calling on behalf of the customer. The customer's husband was not confident in the results of her meter. The husband stated that the readings were higher than her normal fasting blood glucose of 110 - 160mg/dl. Customer stated that she was not experiencing any symptoms at the time of the call and did not need any medical intervention. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 189 and 199mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/28/2018. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
(B)(4). Product not yet returned for evaluation. Most likely underlying root cause of malfunction:user had an inaccurate reference.

Event description:
Consumer reported complaint for high blood glucose test results. The husband is calling on behalf of the customer. The customer's husband was not confident in the results of her meter. The husband stated that the readings were higher than her normal fasting blood glucose of 110 - 160mg/dl. Customer stated that she was not experiencing any symptoms at the time of the call and did not need any medical intervention. During the call on (B)(6) 2016, a back to back blood test was performed by the customer non-fasting and produced test results of 189 and 199mg/dl. The product is stored according to specification. The test strip lot manufacturer's expiration date is 10/28/2018. The meter memory was reviewed for previous test result history: (B)(6).